Event description:
Healthcare professional reported ¿sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult for the nurse to remove. The implant was unharmed and was used¿. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult for the nurse to remove. The implant was unharmed and was used and remains implanted).